Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after starting use on the patient, the arctic sun's water flow was low, and an alarm was triggered. Upon checking, a crack in the upper body pad was found, revealing a large number of air bubbles, so an arctic gel pad from stock was used to resolve the issue. The incident occurred during use.